Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event was confirmed. The evaluation of inner screwdriver blade revealed that the hexagon part of the tip was completely broken. The fracture surface showed appearance of a forced rupture indicating high torsional and bending forces. The laser welding seam of the outer blade was also found to be broken and detached into 2 parts. Furthermore, the hexagonal part of the outer blade showed plastic deformations. Based on the evaluation results the root cause for the reported breakage can be attributed to user related issue by application of extremely high torsional and bending forces. No indications were found for any material, manufacturing or design related problems.

Event description:
It was reported that while using the screwdriver the tip on the screwdriver broke off in the screw. Pliers were used to get it out.

Event description:
It was reported that while using the screwdriver the tip on the screwdriver broke off in the screw. Pliers were used to get it out.